Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the display screen was dim and discolored. The battery compartment was found to be cracked. There was evidence of moisture contamination in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that display was dim and discolored, the battery compartment was cracked and moisture was present. This report is made based on results of investigation completed on 16-jul-2018.